Manufacturer narrative:
(B)(6). Date of report: 07aug2019. The product support advised the customer that the 1 st gen display (hydis) has a published usable life of 10 hours. The product support advised (pse) advised customer to replace the liquid crystal display to address the issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that screen is dim. There was no patient involvement.